Event description:
The reported description of this complaint notes that the pt disconnected the ECG leads during bedside pt monitoring. The pt subsequently expired.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the pt disconnected the ECG leads during bedside pt monitoring. A technical alarm was elicited from the bedside and central monitor to alert the user. The pt subsequently expired. The user denies any bedside/central monitor malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.